Manufacturer narrative:
The device was returned for analysis. The reported unspecified failure could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Without a specified failure mode, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. The proglide device did not work. There was an unspecified malfunction. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in procedure or therapy. No additional information was provided.